Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the up/down knob, image guide protector, around/inside the nozzle, on the adhesive of the bending section cover and on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was, and a definitive root cause cannot be determined. However, it is likely that the foreign material was not removed because reprocessing could not be conducted properly due to leakage from electrical connector and biopsy channel. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use: detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.